Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant stopped working today (2024-feb-14) for their symptoms. Patient stated they were having a flare-up right now and that they'd never had a flareup in their entire device history until now. The patient stated they'd been trying to figure it out with the machine and the machine kept saying it couldn't find the device, that the device couldn't be found in their butt. Patient denied having any falls or traumas that would have led to the issue but noted that they'd had an ablation last week. Patient services reviewed what labeling said regarding ablations and the patient stated that their pain doctor worked with a lot of spinal cord stimulators and told the patient it would be fine if they just turned the ins off for the procedure so it was turned off for the ablation and then turned back on afterwards and only just today their symptoms returned. The patient stated they knew their symptom return wasn't due to the ablation because they had it all turned off. The patient said they were just sick of the pain and that maybe all of this was due to their having a flare up of things and because they weren't feeling good. Patient services walked the patient through attempting to connect to their settings and they immediately got 'device not responding' screen. Patient stated they could feel the "whole box" under their skin and that the communicator was right over the ins site. Patient services had the patient move to another room and they were then able to successfully connect to their settings. The therapy was on. They patient was then able to increase the stimulation to where they felt it comfortably in their bike seat region. Patient mentioned they received the message 'operation failed end session. ' patient stated they had had this message happen before and it was usually after they switched to a new program. Patient stated they were able to reconnect to their settings again and stated the external d evices seemed to be functioning ok now. Patient stated they didn't like the new external pieces since they got them and that with the previous programmer, everything was simple and it worked so much better than all the fancy stuff. Patient services did not ask additional questions about these comments as they were focused on the reason for call. Documented reported event. No further action was taken by patient services.